Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard drive and single board computer (sbc) were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will not boot. No report of patient injury.